Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium results generated on the architect c8000 processing module for one sample. The following data was provided (customer¿s normal range is 1.6 to 2.6 mg/dl): initial result = 6.6 mg/dl, repeat = 1.8 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and cleaned both the reagent 1 & 2 wash cups and the nozzle, #1, #4 & #5. The cleaning of the nozzle, #1, #4 & #5 resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional discrepant magnesium results reported for (B)(6). A review of tracking and trending of the architect c8000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the nozzle, #1, #4 & #5 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c8000 processing module for serial (B)(6) or the nozzle, #1, #4 & #5 was identified.